Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was bleeding between the pump and the apical cuff. The pump was turned while locked on the cuff but the bleeding persisted. The surgery was prolonged and after several rounds of blood products and protamine, the patient was able to be closed.